Event description:
It was alleged that during use on a patient air in line was noted and the device did not alarm. It was reported that blood product was being infused and there was no resultant patient consequence.